Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) of 600mg/dl. Customer¿s bg was treated with intravenous saline and insulin, and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, a malfunction alarm had occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.